Event description:
The ve lvad was implanted in 2001. The facility's cardiovascular cns informed the MFR at 3am the pt contacted the cardiovascular cns and reported power limit advisory alarms. The cardiovascular cns advised the pt to take medications. The pt was still alarming 1/2 hour later, now with red heart alarms. The pt was advised to return to the hospital at that time. On the morning of event date, the pt again had red heart alarms in the hospital and was noted as low beat rate etc. On the system monitor. The pt was placed on pneumatic console, but was symptomatic. The pt had native aortic insufficiency and was hypertensive with his blood pressure in the range of 170-190 mmhg. The pt was returned to electric actuation and eventually was sent to the or for a pump replacement. Additionally, it was noted that the MFR was not contacted to help troubleshoot the device. No further details were provided.